Manufacturer narrative:
On 02/04/2021, we have requested the device be returned to the manufacturer. To date we have not received the device.

Event description:
On 02/04/2021, the consumer claims the product became extremly hot. The consumer then changed into a sweatshirt and continued to us the product. The consumer then looked at the product and the product caught on fire. The product burned holes in the consumers sweater and couch. The consumer had burn marks.